Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar loosening, fracture, femoral loosening, and tibial loosening, or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected investigation clinical codes.

Event description:
It was reported that approximately 148 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, progressive and debilitating knee pain secondary to aseptic loosening, polyethylene war and osteolysis. Revision operative reports were provided. Intraoperatively the surgeon observed aseptic loosening of the femur and tibial tray, polyethylene wear of the insert, significant surface damage, delamination and pitting on the patella, which was fractured and loose. It was noted the surgical procedure was significantly difficult due to patient's height and weight which required additional surgical dissection. No medical or surgical intervention was reported. No additional information is available. Impactor and the tibial component carefully removed, which was also 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm. Serial: (B)(6). 510k: k093360 UDI: (B)(4). Product code: jwh. X-ray: no. Operative notes: yes.

Manufacturer narrative:
D10: (B)(6) 02-010-01-0235 - logic femoral ps cem left sz 3.5. (B)(6) 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t. (B)(6) 200-02-26 - three peg patella 26mm. Multiple MDR reports were filed for this event, please see associated reports: xxx, yyyy. 1038671-2024-04692, 1038671-2024-04695, 1038671-2024-04696. If no device return, but images, radiographs, and/or op notes received for investigation: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.